Event description:
While using a byte day aligners, patient reported that they are finished with the upper aligners, but their teeth are still not straight. They also reported chipped tooth and sensitivity. Requested additional information and provided hht&t tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.